Manufacturer narrative:
Additional information: it was later reported that when the case was reported in (B)(6) 2024, the patient had no signs of myocardial infarction (mi) or significant damage to heart functions. In stent restenosis (isr) occurred in the patient's lcx and the cause of the stenosis is uncertain. It was noted that the percutaneous coronary intervention (pci) procedure has the risk of restenosis due to the endothelial cell damage and proliferation. In addition, the patient was treated with a medtronic integrity bare metal stent (bms) instead of a drug eluting stent which increases the chance of isr. It was stated that it was believed that multiple factors could have caused the isr, not merely due to being unable to deflate nc euphora in this scenario. The use of intravascular ultrasound (ivus) was attempted to find out the cause of the isr but it failed to wire through the completely blocked (lcx), preventing further investigation on the c ause. Currently, the patient is reported to not be in immediate danger. After assessment on the patient, the totally occluded lcx did not cause significant impact on the heart's blood supply and considering bms has a higher probability of restenosis, no further tr eatment is planned for now. Patient age and date of birth provided. Image analysis: analysis of the procedural images provided confirms the presence of a severely stenotic lesion in the mid circumflex (cx) artery. Wiring of the cx can be observed, followed by advancement of a balloon to the lesion site. Partial inflation of the balloon can be observed followed by full inflation, confirming the reported inflation difficulties. Approximately 11 minutes post inflation an attempt can be observed to deflate the balloon using a guide catheter, confirming the reported deflation difficulties. Approximately 18 minutes post-inflation the balloon appears to have been removed from the vessel. The exact mechanism of deflation and removal is not captured in the procedural images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there was no difficulty noted when removing the protective sheath. There was no difficulty noted when removing the packaging stylette. The device was being used to pre-dilate the lesion. The balloon was deflating very slowly, it was not possible to measure the deflation time as the situation at the time was critical. The originally used guide catheter was a 6f medtronic guide catheter. It was decided to switch to a 7fr sheath and medtronic guiding catheter during which time the nc euphora slid into the left main. The same inflation device was successfully used with other devices. The device was not moved or repositioned while inflated. There was no issues noted with any other medtronic devices used in the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for evaluation. A detachment was evident to the hypotube distal to the luer, the material was oval and jagged on both sides of the detachment site. The balloon was inflated on device return. Contrast was visible in the balloon. The inflation lumen and inner member was necked immediately proximal to the proximal balloon bond. It was not possible to preform deflation testing due to the condition of the inflation lumen. Deformation evident to the distal tip. No other deformation evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the nc euphora was inflated at 20atm and the balloon fully opened/expanded at 20 atm. There was no issue with the original 6f medtronic guide catheter. Annex d code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc euphora catheter balloon to treat a moderately tortuous, mildly calcified lesion with 90% stenosis in the mid circumflex (cx) artery. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that inflation difficulties occurred during balloon inflation at 12atm and balloon deflation difficulties were also encountered. It was detailed that when the balloon catheter was attempted to be inflated at 12atm, it did not inflate successfully. The balloon catheter was attempted to be inflated twice but it was not inflated. It was detailed that the ratio of contrast was adjusted from 1:2 to 1:1. An attempt was made to inflate the balloon catheter at 12atm twice more however, the device still did not inflate. The nc euphora was then inflated at 20atm and the balloon fully opened. When an attempt was made to deflate the ba lloon it could not be deflated. It was detailed that the nc euphora was stuck in the cx for nearly 20 minutes, during this time the lcx had no blood flow. A number of interventions were attempted to deflate the balloon catheter during this time. The non-medtronic inflation device being used was changed for another non-medtronic inflation device but the nc euphora could not be deflated. An attempt was made to push a non-medtronic guide catheter forward, cut off the proximal part of the nc euphora and place the balloon inside the guide catheter and pull it out. However, the non-medtronic guide catheter could not be pushed to where the nc euphora was. A non-medtronic extension guiding catheter (gec) was then attempted to be used to cap the rear end of the nc euphora. However, the gec diameter was too small to be pushed to the vessel. This was then switched to another non-medtronic gec in an attempt to puncture the balloon. The balloon could not be punctured. The originally used 6f guide catheter was cut off to pull out the balloon directly, but the nc euphora failed to be pulled out. It was decided to switch to a 7fr sheath and guiding catheter during which time the nc euphora slid into the left main(lm). It was noted that the balloon catheter had deflated slightly. The 7f guide catheter was used to cap onto nc euphora and retrieve it. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.